Event description:
During fluoroscopy a livewire electrophsiology catheter was noted to be kinked in the right atrium. A snare was used to straighten the catheter and the catheter was successfully removed.